Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported a screw fracture - customer ordered rescue service. (B)(4). (B)(6) 2026, dianz470: rescue service will be followed up by customer service at cco. In case of no further contact, it is understood that the dentist successfully removed the fragment (if any), and the implant was restored. Otherwise, the lifetime warranty would be claimed.